Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal delivery while the customer was sleeping. The customer's blood glucose was unknown. The customer was unable to troubleshoot the issue because they were busy at the time of the call. The customer confirmed that they were able to bolus successfully. The customer was advised to perform a complete set change as soon as possible. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.